Event description:
Sensor was showing low readings but they wasn't accurate. Went to the ER because my sensor was showing extremely low numbers. And the blood test showed my glucose was 266.

Event description:
Additional information received on 11/18/2024 for report mw5162512. Sensor was showing low readings but it wasn't accurate. Went to the ER because my sensor was showing extremely low numbers. And the blood test showed my glucose was 266.